Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Dexcom was made aware on 10/06/2016, that on (B)(6) 2016, the patient experienced diabetic ketoacidosis. The paramedics were called to the patient's residence by his wife. Paramedics took the patient's vital signs and glucose level, which was at 645mg/dl. The patient was taken to the hospital and started on an IV. The patient was admitted to the emergency room, given insulin and pain killers, and spent three days in the intensive care unit. Patient stated that they were wearing the continuous glucose monitor (cgm) at the time of the event, but did not allege any malfunction against the system. Patient reported that their insulin pump was not working correctly at the time. At the time of contact, the patient was at home and recovering. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.